Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
We received an allegation of questionable results for multiple patient samples tested on a cobas 8000 ise 1800 module. The customer allegedly corrected "over" 300 patient samples. An example of discrepant results was provided for 1 patient sample tested for sodium electrode (na). The initial result was 127 mmol/l. The repeat result was 135 mmol/l.

Manufacturer narrative:
Calibration was last performed on 02-mar-2025 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found that a sensor was not snapped into place; the fse snapped the sensor back in place. Operational and mechanical checks, precision tests, qc, and calibration all passed. The investigation determined that the service actions resolved the issue.